Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their pulse was low and that the implantable pulse generator (ipg) was "not kicking in". The reporter stated they had an electrocardiogram (ECG) "because things have not been going quite the way they should be". The ipg remains in use. No further patient complications have been reported as a result of this event.